Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, cystocele, vaginal dryness causing extreme vaginal soreness, vaginal discharge and odor, neck spasms, intense itching in pelvic area, granulation tissue, chronic fibrosis, difficulty walking, loss of participation in regular recreational activities, emotional distress, fatigue, and vertigo. It was reported that the patient experienced mesh erosion, pain, bleeding, urinary problems, and bowel problems. The patient underwent mesh revision on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06282. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06282. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, cystocele, and rectocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent the following procedures on (B)(6) 2014 due to stage ii anterior vaginal wall prolapse, cystocele, enterocele, intrinsic sphincter deficiency with urethral hypermobility, anticipated temporary voiding dysfunction, mesh contraction and dyspareunia: anterior posterior colporrhaphy with enterocele repair; colpopexy, vaginal extraperitoneal, 57282, bilateral with 50 modifier for bilateral procedure; mesh excision, vaginal route, cpt code 57295 with 22 modifier for multiple mesh excisions in the past, which took around 2.5 hours of dissection; retropubic mid urethral sling, for intrinsic sphinter deficiency; cystoscopy with placement of suprapubic tube. A 12-french stamey catheter was placed; and cystoscopy with removal of foreign bodies, calculus, for removal of the stones. (B)(4).

Manufacturer narrative:
This is one of three medwatches being submitted. See also medwatch 2210968-2012-06282 and 2210968-2015-06825. The same patient is represented in each medwatch.